Manufacturer narrative:
Philips service replaced the geo module wp kit and returned the device to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a motorized movement error occurred due to a geometry module failure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.